Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified superior and likely posterior dislocation of the femoral head is present. Osteopenia was noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown head; unknown liner; unknown stem; unknown cup. Multiple reports were submitted along with this report 0001822565-2021-02281. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, based on radiograph review, the patient experienced dislocation. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.